Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01741. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-01741 additional information received indicated the patient's right lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 during which the existing lead was repositioned. Stimulation therapy was reportedly restored postoperatively. It is unknown which lead is related to the issue. Therefore, all suspected leads were reported as such.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.